Event description:
It was reported that this pacemaker exhibited noise and oversensing the rythm of this patient. Technical services was consulted and recommended reprogramming options including evaluating medications of this patient. No adverse patient effects were reported. The device remains in service.